Event description:
Additional information reported the device was explanted.

Event description:
It was reported that the patient presented to the hospital for an unrelated issue. Upon interrogation, the pulse generator exhibited premature battery depletion. The patient was transferred to another hospital and was scheduled for a pulse generator change out. The device change out procedure has not been confirmed. No additional information was available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The pulse generator was received in backup mode due possible exposure to electrocautery. A product download restored normal device operation. This likely caused the reported complaint of premature battery depletion.